Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the customer had high blood glucose and value was 400 mg/dl. The customer was able to treat high blood glucose with insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was downloaded to carelink pro properly and all bolus delivered were found at the carelink report.